Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 19864044, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 19864044, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 19559709, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead had high impedances. It was also reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.